Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a rise in high voltage lead impedance only seen at automatic measurement. Manual measurement showed normal values. Patient is monitored via merlin@home. No further consequences for the patient.